Manufacturer narrative:
Service technician was not able to duplicate customer's reported problem "unit turned off then back on" during testing and evaluation. Review of event trace reveals several "ln vent1" conditions which are associated with a form of vent shutdown other than normal, user shutdown. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Performed vhome trim, vent passed tidal volume & flow performance tests. This slight non-conformance would not result in a failure to ventilate properly. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the ltv 1200 turned back on and then back on by itself during transport. There is patient involvement associated with this event but there is no harm reported.